Event description:
Healthcare professional (hcp) reported injecting a patient with 2 syringes of juvéderm volux¿ xc and with 4 syringes of juvéderm voluma® xc during a training. Sometime later, the patient experienced ¿pain and swelling.¿ hcp prescribed steroids and patient had a reprieve, but the pain came back. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.